Event description:
The customer reported that the system would not produce an image unless they fluoroed for an extended amount of time.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep replaced the image system. The system operates as intended.